Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced needle guard removal before inserting into the body. She removed site and removed the needle guard and reinserted. No further information available.